Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. The pxt was landed short of the preferred landing zone but it was fine. Final angiography revealed no sign of endoleak. On (B)(6) 2011, CT scan revealed device migration of approximately 3-5mm. The patient developed an endoleak post procedure, cause unknown. The physician re-intervened and implanted two aortic cuffs proximally and one of the two was used as a bridge for overlap. Final angiography revealed no endoleak and no sign of aneurysm enlargement.